Event description:
It was reported that during the procedure the fiber tip broke. The procedure was completed with a second fiber with no clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned device did not reveal any signs of breaks or fractures at the tip. However, analysis did reveal that the glass cap exhibits severe devitrification at output window. The metal cap exhibits severe charred detritus adhesion on surface. The outer flow tubing open end exhibits minor scratch marks. The fiber was tested with hene laser fixture, aim beam is present at fiber output window. The connector cone, segments, and tabs appear in good condition and secured; the fiber connector passed the signature verification fixture test. The control knob and connector are intact and secured; the control knob is attached and aligned with fiber and can rotate the fiber. There are no signs of breakage along the fiber. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the fiber tip broke. The procedure was completed with a second fiber with no clinical consequence to the patient.